Manufacturer narrative:
(B)(4). Uncut washer. The analysis results found that the pph03 device arrived in good visual condition with only 4 staples present and partially formed, with the breakaway washer uncut and indented, indicating that the device had not been fired through a full firing stroke or possibly that the orange indicator was not fully into the safe green firing range. It should be noted that before firing the device the orange indicator should be fully within the green range of the gap setting scale. In addition it should be noted that if the firing sequence is not complete (the firing handle reaches its stopping point, and the firing trigger is parallel to the instrument handle) staples could be partially deployed without cutting the washer. For more information please refer to the instructions for use. The device was reloaded with staples and tested for functionality with a test washer; the device formed all the staples, as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape.

Event description:
It was reported that during a stapled hemorrhoidectomy procedure, surgeon reported that the stapler failed during the case. The surgeon reported that after completing the purse string, she closed the stapler and attempted to fire. When she did this, she found resistance on the firing handle and was unable to fire. Another surgeon then took over and attempted to fire, a "ker" sound was heard. Upon removing the stapler and inspecting the doughnuts, the surgeons found that the stapler only fired 1/2 a round. Thus only half the staplers were formed and the remaining was left deformed inside the device. The surgeons then proceeded to salvage the situation by manually suturing the rest of the staple line around the wound. The patient was hospitalized for four days due to a combination of both pre-existing conditions and the device issue.